Event description:
It was reported that via merlin.net, multiple non-sustained lead noise episodes due to suspected myopotential oversensing were observed. Programming changes were made. Patient will be monitored with regular follow-ups.